Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. Although the save to disk showed no anomalies, tech services confirmed that electrograms for the device showed the issue in (B)(4).

Event description:
It was reported the stored electrograms and markers are not plotted properly. Device remains in use. No patient complications were reported as a result of this event.